Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of 8% (label claim)/4% (internal warning limit). Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false negative result received via an amazon message. The complainant reported that other tests taken resulted in positive results. The complainant did not provide information on details of the additional tests taken nor when they were performed. Per amazon policy, lucira was unable to contact the customer directly to obtain additional information.